Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 5 months post implant of this 29mm aortic bioprosthetic valve, the valve was explanted and replaced with a 27mm aortic bioprosthetic valve of a different model due to severe stenosis with a mean gradient of 46mmhg. No additional adverse patient effects were reported.